Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was not returned for analysis at the time this report was submitted; therefore no physical or visual analysis could be performed. The device is expected to be returned for analysis. A combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. No product returned.

Event description:
During withdrawal of the delivery system lotus from the lotus introducer sheath it was observed resistance (the shape of the delivery system was modified during the device opening attempt, preventing its passage through the introducer). The force applied by the physician resulted in disruption of the introducer sheath, which separated from the hemostasis valve. It is also noted that the guidewire safari stuck inside the valve delivery system. Doctors were able to remove the introducer and delivery system from the patient's femoral artery. The wire was cut, and through that the artery was catheterized again. A new wire safari was positioned in the left ventricle, a new introducer sheath was positioned and a new lotus system was positioned and released, with good end result.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was returned for evaluation. As received, the specimen consists of one each clinically used, damaged proximal 123.5cm of the safari wire 300cm sml crv device; returned coiled, loose and single-bagged within a "zip-lock" style poly biohazard pouch. Only the proximal 123.5 cm of the guidewire was returned for evaluation. The specimen presents clipper cuts to the coil and core wires 123.5cm from the proximal joint; multiple offset/overlapping coil wraps resulting in localized oversized diameters, and several bends of varying severity and frequency scattered over the length of the specimen. The specimen also presents areas of scraped/frayed ptfe coating scattered over its length with ptfe coating removal in the vicinity of the overlapping coil wraps. No other damage or inconsistencies are noted to the specimen at this time. The proximal joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported.